Manufacturer narrative:
Evaluation of the the log files from this AED could not confirm the reported issue. On 1/01/25 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. On 3/10/25 replacement battery serial number 430446981 was installed and subsequently unistalled. Based on the log files the unit was without a battery until 10/08/25 when a replacement battery serial number 430459150 pack and pads were installed into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that several aeds at their facility were found to be non-functional. The customer indicated they were not aware of the maintenance history of the affected units. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting was performed using a spare battery. There were no pads attatched to the AED. The AED powered on and displayed a service code. The service code was cleared after performing a manual self-test however the AED began alerting "pads missing".although requested, the log files from the device have not been provided and the cause of the complaint is not known.